Event description:
It was reported that when the device was used during a hemorrhoidectomy, the staple malformed and dropped out. It was not reported how the case was completed. There was no reported patient consequence.